Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation, migration of coil, malposition of coil - embedded in uterus'), genital haemorrhage ('bleeding/ excessive bleeding'), neuromyopathy ('neuromuscular problems'), myocardial infarction ('heart attack') and abdominal adhesions ('abdominal adhesions') in an adult female patient who had essure (batch no. 699883) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, back pain, bleeding menstrual heavy, dysplasia, diarrhea, vomiting, pain, intermittent fever, hernia, breast reduction, bowel adhesions, endometriosis and pancreatic transplant. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), infection ("infection"), urinary tract disorder ("urinary problems"), the first episode of dyspareunia ("dyspareunia"), oesophageal achalasia ("achalasia:type 3"), fibromyalgia ("fibromyalgia"), back pain ("back pain"), insomnia ("insomnia"), tooth fracture ("teeth breaking"), incontinence ("incontinence"), premature menopause ("premature menopause"), abdominal pain ("abdominal pain"), pain ("chronic pain everywhere"), fatigue ("fatigue"), visual impairment ("vision problems"), the second episode of dyspareunia ("dyspareunia") and wound dehiscence ("wound dehiscense") and was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy, lysis of adhesions, right salpingo-oophorectomy with removal of essure coil and lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, neuromyopathy, myocardial infarction, abdominal adhesions, pelvic pain, infection, urinary tract disorder, oesophageal achalasia, fibromyalgia, back pain, insomnia, tooth fracture, weight increased, incontinence, premature menopause, abdominal pain, pain, fatigue, visual impairment, the last episode of dyspareunia and wound dehiscence outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, back pain, fatigue, fibromyalgia, genital haemorrhage, incontinence, infection, insomnia, myocardial infarction, neuromyopathy, oesophageal achalasia, pain, pelvic pain, premature menopause, tooth fracture, urinary tract disorder, uterine perforation, visual impairment, weight increased, wound dehiscence, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation, migration of coil, malposition of coil - embedded in uterus'), genital haemorrhage ('bleeding/ excessive bleeding'), neuromyopathy ('neuromuscular problems'), myocardial infarction ('heart attack') and abdominal adhesions ('abdominal adhesions') in an adult female patient who had essure (batch no. 699883) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, back pain, bleeding menstrual heavy, dysplasia, diarrhea, vomiting, pain, intermittent fever, hernia, breast reduction, bowel adhesions, endometriosis and pancreatic transplant. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), pelvic pain ("pain/ pelvic pain"), infection ("infection"), urinary tract disorder ("urinary problems"), the first episode of dyspareunia ("dyspareunia"), oesophageal achalasia (" achalasia:type 3"), fibromyalgia ("fibromyalgia"), back pain ("back pain"), insomnia ("insomnia"), tooth fracture ("teeth breaking"), incontinence ("incontinence"), premature menopause ("premature menopause"), abdominal pain ("abdominal pain"), pain ("chronic pain everywhere"), fatigue ("fatigue"), visual impairment ("vision problems"), the second episode of dyspareunia ("dyspareunia") and wound dehiscence ("wound dehiscence") and was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy, lysis of adhesions, right salpingo-oophorectomy with removal of essure coil ). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, neuromyopathy, myocardial infarction, abdominal adhesions, pelvic pain, infection, urinary tract disorder, oesophageal achalasia, fibromyalgia, back pain, insomnia, tooth fracture, weight increased, incontinence, premature menopause, abdominal pain, pain, fatigue, visual impairment, the last episode of dyspareunia and wound dehiscence outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, back pain, fatigue, fibromyalgia, genital haemorrhage, incontinence, infection, insomnia, myocardial infarction, neuromyopathy, oesophageal achalasia, pain, pelvic pain, premature menopause, tooth fracture, urinary tract disorder, uterine perforation, visual impairment, weight increased, wound dehiscence, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.